Event description:
A malfunction alarm identified as "malf 12" was reported by the customer, although no notable events occurred beforehand. It was confirmed that there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump. Following the reset, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue reappeared.